Event description:
Related manufacturing reference number: 2017865-2023-18413. It was reported that the right ventricular lead exhibited noise and extracardiac stimulation. The pacemaker also exhibited extracardiac stimulation. The lead and device were explanted and replaced with a leadless pacemaker. The patient was in stable condition.